Manufacturer narrative:
Conclusion: according to received information, the recipient had a delayed infection in the area of the skin incision, which could not be solved by surgical revision of the skin flap. As a result, the infection likely spread from the original site to the implant site. Microbiology results showed staphylococcus aureus, which is the most common pathogen found in surgical implant infections and represents a common skin contaminant at the time of surgery. In addition, the recipient suffers from diabetes, an important pre-existing condition that represents a predisposing factor of contracting infectious diseases. Considering the type of isolated pathogen, the recipient's pre-existing medical condition, and the proper sterilization of the implant at the time of manufacturing, it can be assumed that the device was not the source of the reported infection. However, staphylococcus aureus infections bear the potential risk of later implant contamination. The concerned device was explanted but has not been received for investigation yet. This is a final report.

Event description:
Information was received that the user had come to the clinic with an infection at the implant site as the infection spread to the level of the implant. The device was explanted on (B)(6) 2020.

Event description:
Information was received that the user had come to the clinic with an infection at the implant site as the infection spread to the level of the implant. The device was explanted on (B)(6) 2020. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: according to received information, the recipient had a delayed infection in the area of the skin incision, which could not be solved by surgical revision of the skin flap. As a result, the infection likely spread from the original site to the implant site. Microbiology results showed staphylococcus aureus, which is the most common pathogen found in surgical implant infections and represents a common skin contaminant at the time of surgery. In addition, the recipient suffers from diabetes, an important pre-existing condition that represents a predisposing factor of contracting infectious diseases. Considering the type of isolated pathogen, the recipient's pre-existing medical condition, and the proper sterilization of the implant at the time of manufacturing, it can be assumed that the device was not the source of the reported infection. However, staphylococcus aureus infections bear the potential risk of later implant contamination. The concerned device was explanted but has not been received for investigation yet. This is a final report.

Event description:
Information was received that the user had come to the clinic with an infection at the implant site as the infection spread to the level of the implant. The device was explanted on (B)(6) 2020. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem, which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely a delayed infection in the area of the skin incision, which could not be resolved by surgical revision of the skin flap. As a result, the infection likely spread from the original site to the implant site. Microbiology results showed staphylococcus aureus, which is the most common pathogen found in surgical implant infections and represents a common skin contaminant at the time of surgery. In addition, the recipient suffers from diabetes, an important pre-existing condition that represents a predisposing factor of contracting infectious diseases. Considering the type of isolated pathogen, the recipient's pre-existing medical condition, and the proper sterilization of the implant at the time of manufacturing, it can be assumed that the device was not the source of the reported infection. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received on 09-may-2021 that the user had come to the clinic with an infection at the implant site as the infection spread to the level of the implant. Per discharge summary report from (B)(6) 2020, the implant had extruded and therefore had to be explanted. The device was explanted on (B)(6) 2020.